Event description:
Device was prepped and plugged in, but it wasn't recognized on the system, connection checked, unplugged cables, unplugged and back in. Still would not show recognition in the system. Another device was used and worked fine.